Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/8/2020. Additional information: d10, h6. Additional h3 investigation summary: an empty labeled winding former of product code pdp325 was received. No needle or suture were returned for evaluation to determine the assignable cause of the pull off suture needle. The manufacturing records couldn't be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke from the thread while having no traction on it. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4).